Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology size are unk. It was reported the bifurcated stent graft was successfully placed, however, the physician elected to form the stent graft with a 14 x 4 balloon. Upon inflation of the balloon, the pts blood pressure dropped for an unk reason. The physician elected to convert the pt to surgical open repair, the status of the pt was reported to be stable at this time. It was reported that the physician detected a rupture in the bifurcated area of the vena cava artery; the cause of this rupture is unk. It was reported that the pt expired shortly after the procedure.